Event description:
The pt reported that the pump was giving multiple loss of prime warnings and was dispensing insulin from the cartridge during the load step. The pt stated that she placed her pump in her pocket during a chest x-ray and did not cover it with a lead apron. The owner's booklet instructs the user to disconnect the pump prior to a body x-ray and to leave it locked in a dressing room.

Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. The force sensor resistance reading was measured out of calibration. Review of the pump history revealed loss of prime warnings associated with zero force and "no cartridge detected" warnings. The pump was primed and exercised successfully with no alarms occurring.